Event description:
It was reported that this left ventricle (lv) lead had dislodged in the superior vena cava (svc). The lv lead was explanted and replaced with the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Analysis of evidence and field report indicates that the issue was covered by the instructions for use (IFU) and therefore is deemed a known inherent risk of the device.

Event description:
It was reported that this left ventricle (lv) lead had dislodged in the superior vena cava (svc). The lv lead was explanted and replaced with the same model. No additional adverse patient effects were reported. Additional information indicates that the lead dislodgement was confirmed through x-ray. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricle (lv) lead had dislodged in the superior vena cava (svc). The lv lead was explanted and replaced with the same model. No additional adverse patient effects were reported. Additional information indicates that the lead dislodgement was confirmed through x-ray. No additional adverse patient effects were reported.